Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Reseated board. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system will not fluoro. No pt injury was reported.